Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage on the lcd board, motherboard, interface board, remote frequency board, motor, vibrator and battery tube assembly during visual inspection. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump was submerged in water and was not working now. Customer stated that her daughter threw the pump in the bathtub. Customer reported that the pump was foggy under the lcd yesterday. Customer put the pump in the rice overnight and this morning the pump had no fog or liquid under the lcd screen. Customer put a new battery in the pump and the pump alarmed. Customer stated that it was a battery error. Customer stated that sometimes buttons work and sometimes they don't. Customer received a button error alarm last night. Customer confirmed that the pump was not making a constant tone. Customer's blood glucose was 126 mg/dl at the time of the incident. Customer mentioned that she is pregnant. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.